Event description:
A physician reported a pt who was initially skin tested on 1999 in the right forearm. The procedure was without event. On 04/11/1999 the pt was seen in the emergency room with pain and an erythematous nodule at the test site. The ER physician prescribed oral biaxin. The exact onset date of symptoms was not known. On 04/12/1999 the pt was seen by the injecting physician, who noted that the area of erythema at the test site was smaller, as evidenced by a difference from the area marked in pen by the ER personnel the previous day. The actual size was not documented. The physician incised the site, cultured the site, and prescribed oral cipro. The physician's diagnosis at that time was either abcess or hypersensitivity. On 04/16/1999 the physician examined the pt and noted that the test site was indurated and erythematous. The physician injected the site with kenalog. On 04/19/1999, the physician noted no additional symptoms; no further medical or surgical intervention was planned or prescribed. The physician diagnosed the symptoms as a hypersensitivity.